Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that about a year before their device was removed, they were reprogrammed by the nurse and they felt all dizzy and felt like falling over. The patient had to turn the device off. It was noted that they were unable to be reprogrammed after that, so they had the device removed in (B)(6) 2019. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.